Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced unintended direction of the zoom and user entrapped in component. There was 1 event with patient involvement; the patient experienced bruise/contusion.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
This supplemental is being filed to remove a results code following the completion of a device investigation. Section h codes have been updated.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced unintended direction of the zoom and user entrapped in component. There was 1 event with patient involvement; the patient experienced bruise/contusion.